Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of "did not upstream occlude during testing" was confirmed through the causality. Evaluation determined the causality to be an out of calibration ultrasonic sensor and therefore the upstream sensor was replaced to correct the reported issue. No additional investigation is required for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not upstream occlude during the preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.